Manufacturer narrative:
(B)(4). Implant date - unknown day in (B)(6) 2003. Concomitant medical products: unknown articular surface, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001822565-2020-02607. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates pain with x-ray findings of implant fracture. CT scan confirms fracture, no malalignment and a large suprapatellar effusion. Patient was revised where scar tissue was noted and significant wear of the poly. Tibia was well fixed. Femoral component was fractured at medial condyle with loose posterior segment, rest of component was well fixed. No complications noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty. The patient experienced popping noise, pain and crackling sound with motion. Subsequently, the patient was revised due to fractured femoral prosthesis. Attempt for further information has been made, but no further information has been provided.